Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient found the cannula had not deployed as intended. The patient experienced sepsis and kidney issues .the patient was placed on an intravenous therapy of fluids, steroids, feeding tubes and given cooling blankets as well taking regular medication. The patient was still in hospital at the time of the call. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.